Manufacturer narrative:
This report 2936999-2018-00710 was sent in error as a duplicate for MFR report number: 2936999-2018-00703, any additional information received in the future will be captured and submitted under the report number 2936999-2018-00703. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leak and they were unable to intubate. They observed a hole in the balloon. The customer indicated that the patient had a replacement of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leak and they were unable to intubate. The customer stated they observed a hole in the balloon. There was no reported patient outcome.